Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn chd suture. The client reported that the tip of needle was broken when customer detach the needle from thread. There was no injury to patient.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market 432 units. There are no units in stock in b. Braun surgical's warehouse. We have received 117 unopened pouches and 1 open sample. We have checked the returned used sample, and the needle tip is broken. Also, it shows that the needle has been held by the tip due to there are some impacts of a needle holder or other surgical instrument on this area. On the other hand, needles of the closed samples received have been tested for bending strength and the result fulfills product specifications. The result of bending strength of these tested needles is 8.0 nxcm in minimum (minimum bending strength specification for this needle: > 7.2 nxcm). As stated in the instructions for use of the product, care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Batch manufacturing record: reviewed the batch manufacturing record, there are no incidences related to this issue and it was released fulfilling usp/ep and b. Braun surgical requirements. Needle bending strength results during production control of the needles with the same needle raw material batch used in this product was 8.2 nxcm in minimum and fulfilled specifications(>7.2 nxcm). Conclusion root cause analysis: the root cause has been determined to be a wrong handling from the operator as the used needle has been damaged by the user causing a broken tip. Final conclusion: taking into account that the used sample received shows that the product has not been used according to the instructions for use, we consider that the complaint is not confirmed. Furthermore, the results of the closed samples received fulfil the product specifications. Nevertheless, we take note of this incidence to assess if new or additional actions are needed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.